Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger paddle was heating up and felt like it was burning. Patient stated that they met with a medtronic representative (rep) today and the representative told them to call patient services for a replacement. Patient also stated that the controller was not working properly as it was saying that the implant was not charged. Patient said that they sat there for a good while and the implant charged up a little bit and then the controller came on and showed the implant at 70% but when the representative tried to hook up the controller to the implant, the controller wasn't charged at all. When asked for the event date, patient stated that it had happened a few times this year and before this year too. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed no device found then connect the recharger. Patient mentioned when they met with the rep the controller was 90% and the implant was 70%. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.